Event description:
(B) (4)

Event description:
It was reported that the stylet could not be fully inserted into the lead. Several positioning attempts resulted in high impedance readings of greater than 3000 ohms. A new lead was then implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found, but blood noted on conductor and helix; full lead returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) tip seal problem; full lead returned and analyzed.